Manufacturer narrative:
The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The product was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits. However, the evaluation revealed it did not meet all product requirements with the returned lens case. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
General practitioner indicated that patient reported a burning sensation in both eyes after having used approximately half of the solution alongside the provided lens case. It was reported that rinsing the lenses with a saline solution did not help. Light sensitivity, which the practitioner characterized as unrelated, was also reported. There was no report of medical treatment associated with the experience. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.